Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed a blank screen and intermittently missing graphics. He removed the customer's graphics driver board and placed it into the lab use only pump. The pump was powered on and characters were not generating properly determining that the customer graphics driver board is defective. The product was sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The field service representative (fsr) had placed an order for a replacement.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the local display on the roller pump was broken/blank. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.